Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 1996 a carbomedics standard a5-016 aortic heart valve prosthesis was implanted. On (B)(6) 2001 the valve was explanted and replaced with a carbomedics reduced r5-025 aortic heart valve. The patient outcome was fine.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The patient was (B)(6) when he received the first implantation and was (B)(6) when he received the larger replacement valve. As reported in another case, etq 2018-01920, the patient was fine and the new valve functioned properly for 16 years until another new valve was implanted when the patient was (B)(6). Based on this information the root cause of this event is due to the growing of the patient and is not related to any factor intrinsic to the device. This event is attributable to a re-sizing due to growth. This MDR has already been submitted july 06, 2018 and resubmitted due to missing 3rd acknowledgment.

Event description:
See initial MDR.